Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that a patient was having bad gastroparesis symptoms and they wanted to make sure the device was working correctly. The hcp stated that the symptoms started in 2013 but then stated that they have gotten worse recently and the patient had been hospitalized since (B)(6) 2016. The implantable neurostimulator (ins) was indicated for gastric stimulation/gastrointestinal/pelvic floor.